Manufacturer narrative:
(B)(4). Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during liner impaction the plastic chip was missing on the impactor head. Therefore, the handle could not lock the impactor head in place. The surgeon decided to impact it anyways but needs to be replaced with a new one. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Product was returned for evaluation. The item shows fracture and damage to the inside attachment point. Damage includes scratches, gouges, and nicks as well. The outside surfaces of the impactor show some superficial scratches without any material damage. DHR was reviewed and no discrepancies were found. The design of the dome impactor pre-dates a previous design change that was made. As per a previous investigation, the design change mitigates this type of failure mode. The returned device is a pre-design change product. Therefore, this issue is likely due to a previously addressed design change. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends